Manufacturer narrative:
The insulin pump was received with a lost sensor alarm, no radio frequency communication, and was unable to download due to a faulty u3/rfb. The unit also had a minor scratched display window.

Event description:
The customer called to report that the nextlink was unable to send blood glucose readings to the insulin pump, and the sensor could not connect to the insulin pump. The customer's blood glucose level was unknown. The customer was unable to troubleshoot. The insulin pump was replaced and was returned for analysis.